Event description:
A surgairtome ii drill was in use at the time. The oral surgeon was drilling intraorally to remove a cyst around the mandible. While drilling, the nose of the bur guard became extremely hot causing a burn inside the patient's check. The burn measured about 1" in lengthdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: unknown. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.